Manufacturer narrative:
Sections with additional information as of 07-apr-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: (B)(6): user's test strip had poor storage.

Event description:
Consumer reported complaint for error messages (e-1 and e-3). Granddaughter is calling on behalf of the customer. The customer reported feeling tired; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 08/31/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The customer is using true metrix pro meter and test strips (for multiple patient use only); customer was sent replacement true metrix meter and test strips.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern, unable to establish contact with customer at this time.